Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was representative said it was taking patient a long time to charge the implant. Representative said it didn't always take that long, but there were multiple days where patient was at 40% charge and even with an excellent connection, it took 1.6 hours to go from 40-50% to 100%. Patient also said the recharger was getting hot. Patient denied any falls or mechanisms of impact, but patient said they had 3 mris since they got the implant put in and they put the device into MRI mode for all 3 scans. Reviewed that warmth is normal, especially if it's a longer recharge session. Representative asked if patient lets the controller screen go to sleep and monitor the recharge, representative said patient does that and if it switches to good, patient readjusts it. Reviewed with rep about checking recharge speed, to make sure that it's at the fastest; making sure to let controller go to sleep and monitor with green blinking light, and if recharger is true hot then that can affect recharging, thus needing replacement. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.